Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of insulin pump had to press more than once to get response. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had motor error alarm and crack next to screen. The insulin pump will not be returned for analysis.